Manufacturer narrative:
H3, h6: the logs/exports were returned for clinical analysis. The analysis determined that the root cause of the depth inaccuracies was due to a patient shift, possibility due to the patient sinking in the bed. In addition, the cause of the slight superior deviation at l4 right was confirmed to be skiving, where the surgical tools, during instrumentation, skived superiorly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l3-s1 open fusion the registration was all green and when the site executed levels three and four on one side they were accurate. Then when they went to level 5 they got a navigation depth error. Navigation showed within bone 10 millimeters (mm) when the instrument just touched the bone.  The site used fluoro for the rest of the case to confirm the depth, but the trajectory of the arm was still accurate. The site ran an accuracy test and everything looked accurate. The site took a new snapshot and the same depth error occurred. The site performed a soft reboot and the depth was still off by 10mm. The site sent to trajectory, confirmed depth with the c-arm, and placed the rest of the screws. One screw deviated slightly by a millimeter, but was still in the pedicle. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.